Manufacturer narrative:
The investigation found the issue was resolved by the service actions. The follow up actions were: the field service representative fixed the dripping rinse nozzle and confirmed the analyzer was running within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Questionable high results were generated by the cobas 8000 c (701) module. The events involved a total of 4 patients tested for crep2 creatinine plus ver.2.